Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. A log file was submitted and downloaded for review that showed overlapping events spanning approximately 5 days ((B)(6) 2024, (B)(6) 2000 per timestamp). Events occurring on 01jan2000 were recorded during testing at abbott. Backup battery fault alarms were active on (B)(6) 2024 at 16:24:48 - 16:38:52 due to a backup battery circuit fault. The alarms cleared shortly after activating and did not affect pump operation. The driveline was disconnected on (B)(6) 2024 at 19:29:50 for a system controller exchange. There were no other notable alarms active in the log file. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis without a backup battery. A test battery was inserted into the controller and the controller was functionally tested. The system controller was connected to a mock loop and operated the system for an extended period, during testing, without any issues or alarms activating. Provided information indicated that exchanging the controller resolved the reported event. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was initiated to investigate backup battery fault alarms further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. G) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the controller exchange resolved the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient needed their emergency backup battery (ebb) replaced prematurely due to backup battery fault alarm. The alarm occurred again on the weekend and the perfusionist on call exchanged their system controller to their backup. The patient was very anxious that there is a fault with their controller despite reassurance that the ebb has no impact on the controller as it is always connected to external power.